Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms; subsequently triggering a lead safety switch. Then noise and oversensing were noted, which appeared to be minute ventilation/respiratory sensor oversensing. The lead was tested in bipolar configuration, and loss of capture was observed at maximum outputs. The lead was tested in unipolar configuration, and normal lead measurements were observed. The plan was to leave the device programmed to unipolar configuration. No adverse patient effects were reported. The lead remains in service.